Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "a zimmer nail itst was removed due to a nonunion. A total hip was selected for the revision, after reamer the acetabulum an adm cup was selected. Upon impaction and cup insertion the surgeon could not disassociate the impactor from the cup."